Event description:
A malfunction was reported on the customer's insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was sent a replacement pump by technical support, and they were advised to use a backup insulin pump to ensure uninterrupted insulin delivery. The customer was informed about the updated software on the replacement pump and provided with guidance on returning the problematic pump. They acknowledged and understood the instructions provided by technical support.